Event description:
The customer's wife reported that over the past several days, the customer had been experiencing blood glucose levels as high as 500 mg/dl and as low as 54 mg/dl. The customer's wife reported that on the day of the call, the customer had a high blood glucose level of 300 mg/dl. The customer's wife stated that at the time of the call, the customer had a blood glucose level of 54 mg/dl which they were having difficulty raising. Customer's wife reported that the customer treated the low with food and glucose tablets, but still couldn't raise his blood sugar level. Some troubleshooting was done, but the customer's wife decided not to troubleshoot any further and consult the customer's doctor the following day. The customer's wife will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.